Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of around 50 mg/dl and high blood glucose of 185 mg/dl. Customer also reported tape not sticking and insulin flow blocked alarm. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. No symptoms or treatment were reported. The insulin pump is not expected to be returned for analysis.